Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 3 and 4 were double clicking. A field service engineer removed the latch panel, tightened the harness connections, cleaned the microswitch contacts, applied black grease, and added a stabilizer to the harness connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door continued to fail. The customer stated that the malfunction occurred, however, the nurse was able to pull out some medication from the same station even though the issue continued. The nurse confirmed there was no delay. There were no adverse events or injuries reported based on this event.